Event description:
The patient received her scs system consisting of one percutaneous lead, an extension and an ipg. It was reported the ipg was explanted and replaced as it would no longer hold a charge. The patient was having to recharge the system daily. The explanted ipg was returned to ans for evaluation. No additional information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Bench testing of the ipg with worst case program parameters provided indicates approximately 7 days between charges. Calculations performed using the same program parameters indicate approximately 7 days between charges. The ipg passes the auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.